Event description:
On (B)(6) 2011, the pt was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2013, the pt presented to the facility complaining of abdominal pain for the previous two weeks. On the same day, computed tomography scan reportedly revealed an infected stent graft system. The origin of the infection was not specified. The scan also reportedly revealed periaortic edema, and two areas that may have been abscessed. On (B)(6) 2013, fluid surrounding the grafts was aspirated for eval (results not available). On (B)(6) 2013, the physician explanted the stent graft system, and surgically repaired the vasculature. The explanted grafts were thought to be discarded at the facility. The pt tolerated the procedure.

Manufacturer narrative:
Additional excluder device included in this report pxc121400/8896081. Results pending completion of manufacturing and sterilization evaluations.